Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed myopotential atrial lead noise. Programming changes were discussed, no changes or interventions were reported. The patient condition was stable.